Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of two microbiological tests by the user facility on (B)(6) 2020, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa, coagulase negative staphylococcus the device had been reprocessed with a non-olympus automated endoscope reprocessor, esr-100, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Brown foreign materials in the channel near the distal end and suction cylinder were noted. As a result of the analysis, omsc speculated that the brown foreign materials were derived from metal rust. White foreign materials on the distal end were noted. As a result of the analysis, omsc speculated that the white foreign materials were sodium chloride. Scratches on the channel of the bending section were noted. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.